Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the customer's insulin pump had cracks. The customer's blood glucose level was 187 mg/dl. The cracks were located on the battery compartment. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.